Event description:
It was reported the device displayed an invalid syringe size. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history review summary: manufacturing auto-testing results show the pump initially failed size calibration testing, but later passed size calibration testing during subsequent evaluation. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was good condition with no external damage noted. A review of the event history log (ehl) identified invalid syringe size. During the functional testing was unable to duplicate the invalid syringe size during syringe test, but the size reading of the large quality control (qc) slug was out little out of specifications on the lower limit also the reading fluctuated. The root cause of this issue is manufacturing's incorrect assembly of the device. Manufacturing responsible personnel have been notified of this issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced barrel clamp head screw also replaced size pot for preventive and performed preventative maintenance and all functional testing.